Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the right ventricular (rv) pacing lead impedance was low. The rv pacing lead was replaced. No patient complications have been reported as a result of this event.